Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced an audio/vibrate anomaly. The customers current blood glucose level was 175 mg/dl at the time. Customer the alarm occurred during normal use and even after changing the battery. During troubleshooting, the insulin pump did not vibrate during the s test. Customer was advised a replacement insulin pump will be shipped. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test and self-test. No vibrate anomaly noted. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.